Event description:
A patient sustained an estimated blood loss of 567 ml when the blood in the extracorporeal circuit was not returned to the patient following three consecutive prismaflex m150 sets clotted. The patient had a clotting disorder and initially was not on any anticoagulation. The patient did not require any medical intervention as a result of the blood loss.

Manufacturer narrative:
The prismaflex m150 set was discarded and not available for inspection. Review of the prismaflex m150 set device history record and complaint history files could not be performed since the involved lot number was not known. The root cause of the reported event remains unknown, however available data suggest that filter clotted most likely related to the inadequate anticoagulation.